Event description:
In an abstract titled "a rationale for interspinous dynamic stabilization in the elderly", the following was reported: a series of 33 consecutive elderly pts were enrolled and surgically treated with lumbar interspinous process spacers (13 x-stop, 20 flexis) for mono-or multi-level spinal stenosis. Five pts required a revision treatment for recurrence of disturbances within 1 year. Note: the abstract does not specify how many of the revisions were x-stop and how many were flexis. No additional info was reported.

Manufacturer narrative:
Report source: article titled "a rationale for interspinous dynamic stabilization in the elderly", by mario ganau, nikolaos syrmos, laura ganau, francesco ferri, charalampos lliadis. Method: device not returned; followed up with author.